Event description:
On 06-nov-2025 the user¿s healthcare provider reported that on (B)(6) 2025 the user experienced hyperglycemia, but no bg value was provided. The user had already discontinued use of the ilet prior to ems or hospital involvement due to concerns about device function. The user was hospitalized for treatment of hyperglycemia, but no information regarding treatment or discharge details was provided despite follow-up attempts.

Manufacturer narrative:
It was reported by the user¿s healthcare provider that the user was hospitalized for diabetic ketoacidosis, and the provider requested a replacement device on the user¿s behalf. Attempts to reach the user for clarification and additional information were unsuccessful, and no details regarding the reported device issue or hospitalization treatment were provided. The device has not been returned for evaluation, and a follow-up report will be submitted upon completion of the investigation.